Event description:
Dr was doing laparoscopic hand assisted sigmoid colectomy. After placing the gel port, lot #125105, the first time he removed his hand through the port, the ring separated from the plastic.